Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 58-year-old male patient was implanted with an impella 5.5 as a bridge to transplant. It was reported that a loss of placement signal occurred during support. The automated impella controller (aic) was swapped, and the issue resolved. There was no patient harm.

Manufacturer narrative:
The investigation into optical signal issue has been completed. The issue was not able to be reproduced in the lab when running a known good pump and purge system. The logs confirmed that a placement signal not reliable alarm was triggered on the reported complaint date. The logs confirmed that immediately prior to and following the placement signal not reliable alarm, the optical bench reported an oscillating contrast value far outside the normal range of contrast. The cause of the automated impella controller (aic) issue was a defective optical bench. D9 date device returned to manufacturer added. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11351. D2 common device name. D3 fax number missing. D6b missing. F6/f8-should have been left blank. H1 correction inadvertently selected. H11 corrected data entered incorrectly.